Event description:
It was reported by service report that the stretcher slowly drift down. It is also reported that there was a hydraulic leak. It is unk if there was pt involvement, however, no adverse consequences are reported.